Manufacturer narrative:
Additional device product code: ktt. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is company representative. A device history record (DHR) review was conducted: part: 395.133, lot: l234175, manufacturing site: (B)(4), release to warehouse date: 23.feb.2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during an inspection of the minifixer system, it is noted that the holding and connecting clamps do not function appropriately with the other devices. The system bars does not enter the patella properly. There was no patient involvement reported. This report is for one (1) 3.0mm/3.0mm connecting clamp. This is report 2 of 3 for complaint (B)(4). Additional devices are reported under linked complaints (B)(4).